Event description:
The hcp reported a pump explant and replacement after 48 months implant duration. The hcp had been increasing the drug dose because, the pump was not delivering "expected" volumes. No discontinuity of the catheter was reported. No pump studies were performed. The drug contained in the patient's pump was lioresal (2000mcg/ml) delivered at 567.0mcg/day. Patient symptoms include increased spasticity, waking up more often at night, and an increase in seizure activity. The hcp felt the pump should be replaced, thinking it could be a battery related issue. The patient is currently "doing pretty well-the patient's seizures went away after he received the new device."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.